Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing continuous low blood glucose (bg 130 mg/dl) and sugary foods were consumed to address bg. Customer alleged pump was delivering too much insulin. Pump system check was performed with tandem technical support and no pump issues were identified. However, customer maintained there was an issue with the pump. Tandem territory manager discussed event with the customer. Customer reported that after changing the dexcom supplies and insulin supplies, no further issues occurred. Customer continued to use pump for insulin therapy.